Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022 a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2023 the patient experienced symptoms of fever and stoma site drainage, which looked like pus. A pathologist was contacted and the patient commenced antibiotic zinadol 1x2 every 12 hours for 7 days and stoma care of saline with dry sterile gauze. On (B)(6) 2023, the patient was taken to the hospital due to abdominal pain and small grade fever of a duration of 8 days. Blood work revealed increased crp and decreased sodium and potassium and the patient was diagnosed with dehydration. On (B)(6) 2023 the zinadol was discontinued and a stoma site culture was done (results unknown). On (B)(6) 2023 the patient was discharged from the hospital. At the time of report, it was reported that the fever had resolved and the patient was better.